Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of incision in belly, surgical complication and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient had an incision in their belly and had a surgical complication. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was the surgical complication and incision in the belly. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. It was unknown if the patient recovered from the incision in belly and surgical complication. Per the nurse, the event of peritonitis was related to dianeal therapy. An opinion of causality was not reported for the events of an incision in the belly and surgical complication.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12h06014, h12f28046 and h12g25073 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, additional information was received by global pharmacovigilance (gpv) from a nurse. In (B)(4) 2012, the patient underwent peritoneal dialysis (pd) catheter placement. On (B)(4) 2012, the incision from the pd catheter placement opened causing fluid to leak onto the patient's abdomen and subsequently the patient experienced abdominal pain). No rash or dermatological symptoms occurred from the exposure. The patient was hospitalized from (B)(4) 2012 due to the abdominal pain from the opened incision. While hospitalized, the patient was diagnosed with an exit site infection and not peritonitis as initially reported. The culture result was unknown, as it was performed in the hospital and no hospital report had yet been received at the time of this report. Treatment included removing the pd catheter and temporarily holding pd therapy. In (B)(4) 2012, the patient recovered from the abdominal pain. At the time of this report, the patient was recovering from the open incision and was awaiting re-placement of a new pd catheter. Per the nurse, the events were not related to dianeal, the homechoice machine, or any baxter disposables. The patient did not have peritonitis and instead had an exit site infection around their non-baxter catheter. Therefore, the investigation of the baxter disposables used during this event will be discontinued and no further follow up mdrs will be sent regarding this event.